Event description:
Complainant alleged that the clinicians in the cardiac care unit were pacing a 71 year old female patient using pacing electrodes and pacing cable with the device. The patient then went into ventricular tachycardia and the clinician attempted to administer one 200 joule shock the patient using the same pacing electrodes and cable, but the device would not discharge. The clinicians then attepted two 200 joule shocks to the patient using the device paddles, but the device would not discharge. The complainant indicated that the device paddles were not connected to the defibrillator, at the time of the second and third defibrillation attempts. The clinicians were able to obtain another device to defibrillate the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.